Event description:
It was reported ongoing occlusion alarms occurred. The customer went to the emergency room (ER) om (B)(6) 2024, with a blood glucose that read "high", a specific value was not provided. The customer attempted to treat with a supply change and a manual dose injection, however, was treated in the ER intravenously with fluids of saline and insulin. The customer was released from the ER on the same day with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.